Manufacturer narrative:
There is no indication of valve explant. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the dissection and aortic rupture cannot be determined due to the limited information provided; it is possible that the event was related to the patient factors (extensive calcification) and procedural factors mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in canada, post deployment of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach, an aortic dissection extending into the aortic arch was identified. The patient had a pre-existing ascending aortic aneurysm measuring 4.7x4.8cm. No difficulties were found during esheath insertion. The commander ds with the crimped valve were introduced through the esheath, advanced through the anatomy and deployed (+1cc) into the native aortic annulus. An echo was performed immediately following valve implant demonstrating no pvl nor effusion. A few minutes post valve implant, the patient's pressures slowly started going down and remained low. An aortic root angiogram was performed which demonstrated a significant ascending aortic dissection extending into the aortic arch. A second echo was performed which demonstrated pericardial effusion. No damage was observed in commander ds after the withdrawal. The patient was stabilized and transferred to ccu. Palliative measurements was performed. Unfortunately, the patient passed away 2 days post-procedure. As per medical opinion, the root cause of the annular rupture and ascending aortic dissection was the valve implant.